Event description:
It was reported that an inquiry was made regarding the reason for the sensing integrity count value and questioning if the high count could indicate a fractured lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated interference/noise and high resistance/impedance. Elevated short integrity counts (sic) totalling 1163 are observed beginning from the implant date of (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. A subthreshold lead impedance patient alert is observed on (B)(6) 2010, the implant date, for atrial pace lead impedance.